Manufacturer narrative:
Block b3: date of event was approximated to march 01, 2021 based on the date the manufacturer became aware of the event. Block h6: medical device problem code a0406 captures the reportable event of pancreatic stent kinked. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: correction to h6: updated medical device problem code a2201 device difficult to setup or prepare. Correction to d6a: updated implant date (B)(6) 2021.

Event description:
It was reported to boston scientific corporation that the advanix pancreatic stent was used in an endoscopic retrograde cholangiopancreatography for stent placement procedure. The advanix pancreatic stent kinked at the pigtail despite its placement with the appropriate naviflex pusher. The kinked pancreatic stent was succesfully implanted into the patient. There were no patient issues.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the advanix pancreatic stent was used in an endoscopic retrograde cholangiopancreatography for stent placement procedure. The advanix pancreatic stent kinked at the pigtail despite its placement with the appropriate naviflex pusher. The kinked pancreatic stent was successfully implanted into the patient. There were no patient issues.